Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in difficulty pairing the sensor to the pump; the user was instructed to toggle settings and to restart the ilet, then to allow time for reconnection. No adverse clinical symptoms reported. Outcomes included no adverse clinical impact, no alerts or alarms, and no hospitalization. User support included troubleshooting and education performed remotely. Investigation of this case revealed a suspected communication or pairing issue between the cgm and the ilet, with the responsible device not identified and no hardware component failure confirmed. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device connectivity interruption that resolved or was expected to resolve with standard reconnection steps.

Manufacturer narrative:
Initial.